Manufacturer narrative:
The astral device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the power supply cable was broken and was not providing power to the device. The power supply cable was replaced to address the issue. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported by resmed (B)(4) that an astral device's power supply cable was broken. There was no patient injury reported as a result of this incident.